Event description:
Info has been received from a physician from medical records forwarded by the MFR regarding a 48-year-old female pt who received three synvisc injections in the left knee on 2/25/1998, 3/4/1998, and 3/11/1998 in the treatment of osteoarthritis. The pt was not taking concomitant medications. Additional medical history was not provided. Eight days after the third injection the pt experienced severe pain and swelling of the left knee with an inability to ambulate due to the pain. She was evaluated by her physician on 3/19/1998 and given percocet (oxycodone hcl, acetaminophen) for pain and an unspecified anti-inflammatory. She was subsequently admitted to the hosp 3/20/1998 for an arthroscopic debridement (thick viscous fluid was removed and webbing of the tissues was noted). Routine lab studies (including a complete blood count and cultures) were performed and were within normal limits except for an elevated sedimentation rate of 28 mm/hr. The pathology report revealed "granulomatous synovitis" which was consistent with a reaction to injections. Distributors's comments: this report is being submitted at the distributor's request, as they have recently determined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MDR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. The MFR has included this case in the safety summary of the PMA annual report for this device medical product. Code of "other" is referring to (sedimentation rate increased).